Event description:
Information received from the manufacturer's representative reported that the patient had neglected to use their implantable neurostimulator (ins) for a period of time and now could not charge the device. It was also noted that the patient had poor coupling between the ins and the recharger and complained about the time it took to charge (the recharger was to be exchanged). As a result their pain had increased and they wanted to get the therapy going once again. The representative was unable to communicate to the device using the clinician programmer. The patient attempted trickle charge sessions over a period of 10 hours but was unsuccessful obtaining communication or bringing the ins to a normal charging state. The potential replacement of the ins was discussed with the patient if jump staring the ins was unsuccessful. Follow up information received from the representative reported the patient experienced no pain when charging and confirmed that it was very difficult to obtain all 8 coupling bars. It was reported that they were unable to restart the ins and a replacement was recommended. The indication for use for the implanted device was noted non-malignant pain and chronic low back pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.